Manufacturer narrative:
Patient information is unknown. This report is for an unknown insertion handle/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was difficulty removing the insertion handle from the trochanteric fixation nail advanced (tfna) nail during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2018. The surgeon had to chisel away the top of the connecting screw to get the screw out, which extended the surgery by ten (10) minutes. The patient was reported to be doing fine at the end of the surgery. This report is for an unknown insertion handle. This is report 3 of 3 for (B)(4).